Manufacturer narrative:
H3, h6: the real intelligence cori (us), rob10024, sn (B)(6) use for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with a loose wiring connection. Flexing the foot pedal at a loose/damaged cable site would cause a console to display the "blue man" icon. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted ukr when they went to cut femur, the real intelligence 24 in. Touch screen went black. It had power but flashed box that said "no signal". They proceeded to unplug the display port and when plugged back in, the screen came back on. Then when they went to cut femur, the tablet and touchscreen went black as the blueman appeared on the console. They performed hard reboot and logged back into case and resumed. Plan had saved and they executed the case with cori and were able to finish. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed beyond the problem reported.